Manufacturer narrative:
Device was used for treatment, not diagnosis. Event was deemed reportable on (B)(6) 2018 after re-assessment of additional information. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received.the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a revision surgery on the sternum occurred on an unknown date due to loss of fixation, subsequent non-union, and infection. The original surgery occurred on an unknown date and was for a mitral valve replacement (mvr) valve replacement procedure. Approximately 2 weeks after the initial surgery, it was determined the sternum was unstable and had cut through at 2 steel wires at manubrium. The zipfix cable and wires had disconnected from locking head. All devices, zip fix cables and zip fix wires were explanted. No surgical delay was reported. It is unknown if the patient was revised to new hardware. Patient status is unknown. Revision surgery was complete successfully. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 08.501.001.05s. Synthes lot number: l457810 . Release to warehouse date: aug. 21, 2017. Expiry date: aug. 01, 2022. Manufacturing site: (B)(4). Supplier: (B)(6) (B)(4) (B)(6) 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Date reported in (B)(4) was incorrectly reported as (B)(6) 2018. Correct date should have been reported as (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.